Event description:
Caller alleged discrepant inratio2 inr results. Results are as follows: date: (B)(6) 2013, inratio2 inr: 1.4, 2.9 and 2.8. The time between testing was within mins on different fingers. Therapeutic range 2.5 -3.5 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation: inratio precision data provided by end-user: date: (B)(6) 2013, inratio: 1.4, 2.9, 2.8, mean: 2.37, sd: 0.84, %cv: 35.44. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. Unable to perform retained strip tests due to unk strip lot number; not given on the event details. No further investigation is possible. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Root cause could not be determined from the info provided. Trend analysis is not required at this time - no strip lot info. This issue will be subject to future tracking.